Event description:
It was reported that the 2800 system had an intermittent collimator error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.